Manufacturer narrative:
It was later reported that a non-invasive programmed stimulation (nips) was performed. Ventricular tachycardia was induced into the vf zone and this was successfully converted with a 41 joule shock. In addition, the atrial fibrillation rate threshold was turned off as a post shock detection enhancement. Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
The device was later explanted for normal battery depletion and returned for analysis. Detailed analysis is pending.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered unnecessary shocks for sinus/atrial tachycardia to therapy exhaustion. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory the device underwent detailed analysis. External visual inspection noted body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specificationism with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In conclusion, lab analysis could not confirm the field observation.